Event description:
It was reported that: patient experienced urethral erosion. Inflatable penile prosthesis (ipp) pump and cylinders were explanted. Reservoir was drained and left implanted. Tactra device was implanted on left side only. No information about the patient outcome is available at the moment.